Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, there was no infection present. Medical review at cvrx identified that a temperature of 99-100 is not generally considered a fever. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient reported that they experienced a high fever approximately 99- 100 degrees and was concerned about a possible infection. The patient was admitted on (B)(6) 2024 and per the patients report, a blood test was done to rule out a possible infection. On (B)(6) 2024 the doctors at the emergency room determined that there was no infection present and the patient was discharged. The root cause of the fever was not disclosed by the physicians. As of 15-may-2024, the fever was resolved.